Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. They reported that for a ¿good couple years¿ they hadn¿t been getting as good of therapy as when the first got it; it still helped, but not as well. They had met with a manufacturer representative a good year and a half ago who switched all the programs. It was noted that they had been on program 4 for just under a year. They had been on their previous program, program 3, for months and months. Then they switched to program 1 and felt the stim where the implant was, so on (B)(6) 2020 they switched to program 2 but now they had constant diarrhea. Troubleshooting was not done on the call, but the patient was going to see their gastro doctor later that day. It was recommended that they follow up with their managing healthcare professional for suggestions, and the patient said they were going to shut off the device for a couple of days to see if that helped their diarrhea. It was also noted that they had stool testing and blood work performed, and everything came back normal.